Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that during an attempt to advance the impella 5.5 catheter and guidewire, the catheter and wire could not be advanced to the intended location and repeatedly tracked into the left carotid artery or into the descending aorta. Multiple catheter types were attempted, including an amplatz left 1, pigtail, multipurpose (mp), and an additional angled glide catheter. Customer support center (csc) was contacted, and all provided troubleshooting suggestions were followed; however, advancement of the catheter and wire was unsuccessful. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. It was reported that the device was discarded and is not expected to be returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.